Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via the multifunction cable and the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.